Manufacturer narrative:
Date of event and therapy dated are estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-23747. Related manufacturer reference number: 1627487-2020-23748. It was reported that the patient experienced ineffective therapy since (B)(6) 2017. Reprogramming was unable to resolve the issue. As such, surgical intervention took place wherein the entire system was explanted to address the issue. During the explant procedure a portion of one the leads remains in the patient (reference related manufacturer reference number: 1627487-2020-23749 and 1627487-2020-23750). The leads were implanted in 2014. Exact implant date unknown.

Manufacturer narrative:
The reported ineffective stimulation was not confirmed. The ipg was returned without any visible anomalies or damage. It was responsive and communicated with lab utilities. It was running the therapy app and functional. It successfully bonded with a lab cp without any connectivity issues. The device passed ¿no¿ load, loaded and programed impedance tests. The device also passed all functional testing on the ate. The ate specifically tests for header integrity through a process of 55 iterations of lead impedance testing and calculation. The ipg functioned as intended. The root cause of the issue could not be determined.